Manufacturer narrative:
Additional information: section h3: device evaluated by manufacturer? Yes device evaluation: no suspect product was received; however, a photograph was provided by the customer for evaluation. The following was observed: a lack of lens edge continuity (chip like mark) located between 1:00 and 1:30. An irrigation/ aspiration (ia) tip in the anterior chamber, which determined that the issue was observed during lens implantation. The location of the mark most probably would not affect the patient's visual function in the event the lens remains implanted; however, the definitive impact as well as the potential cause cannot be determined from a picture assessment. No further issues were identified and no further evaluation was performed. The complaint issue "lens damaged" was identified during photograph evaluation. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Section a6. Race: customer reported, hispanic/ latino (mexican). Section d6b: if explanted, give date: not applicable, as lens was remains implanted. Section h3: the intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
The complaint involves a damaged dib00 lens it was noted the lens had a chip at the edge of the optic after insertion during a surgical procedure in patient's right eye. The lens was left in place. Additional information was received, there was no secondary surgical intervention, and patient was doing well post-op day 1. No further information provided.